Event description:
An initial event notification was received by united therapeutics drug safety on 19-mar-2026 from accredo specialty pharmacy, and forwarded to millyard advanced medical products, llc on 20-mar-2026. It was reported that the patient's remunity pump was not functioning as expected and they experienced an interruption in therapy. The patient was subsequently admitted to the hospital. No further information regarding the specific type of device issue was provided.

Manufacturer narrative:
Efforts to obtain additional information from accredo specialty pharmacy were unsuccessful. Patients are furnished with a backup remunity system to ensure uninterrupted drug delivery; however, based on the information available, it is unknown if the patient attempted to switch to their backup system at the time of the event. At this time, no components or additional information have been made available to millyard advanced medical products, llc for further investigation.